Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was the use of non-olympus equipment used in combination with the subject device. As stated in the instructions for use: "be sure to use the equipment in one of the recommended combinations."

Manufacturer narrative:
Olympus technical support provided troubleshooting assistance via the phone in order to assist the reporter in finding a possible cause and to resolve the reported problem. After extensive troubleshooting to isolate the source of the problem, technical support determined that the olympus equipment functioned as intended and that the problem was caused by the non-olympus equipment; it was recommended that the user facility contact the manufacturer of the non-olympus equipment for further assistance.

Event description:
A user facility reported to olympus that the image produced by the olympus, cv-180, evis exera ii video system center was lost upon activation of a non-olympus electrosurgical unit, used in combination with a monopolar snare and non-olympus monitors. There was no patient injury or harm, associated with the problem, reported to olympus.